Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 30july2019. The fse reseated the exhalation port and performed leak, pressure and flow accuracy testing. All tests passed successfully. The unit passed performance verification testing and is ready for use. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that a patient disconnect alarm occurred and that the exhalation port was loose. The device was in use at the time of the event; however, there was no patient harm.